Event description:
It was reported the patient presented in clinic with syncopial episodes. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was oversensing myopotentials, resulting in loss of cardiac pacing. Programming changes were completed to address this issue. The patient was stable throughout.